Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient presented emergently ten years and two months post index procedure with increasing abdominal pain over the course of two days. An increasing abdominal aortic aneurysm to 58 mm in diameter and a type ia endoleak in the implanted aneurx 16x16x165 stent graft was discovered and the stent graft was reported to have migrated approximately 6 mm. The patient received treatment with the implant of an endurant stent graft cuff. The physician stated that the type ia proximal endoleak, the migration, and the increasing aneurysm size was resolved. Per the physician, the cause of the type ia endoleak, the migration of the stent graft, and the increased abdominal aneurysm was due to a proximal aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.